Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the right coronary artery, which did not have any tortuosity or calcification. A 4.5 x 20 mm nc trek balloon catheter was used; however, the balloon separated from the shaft during removal. The balloon was inflated once at the nominal pressure of 12 atmospheres. The physician stated that he did not wait long enough for the balloon to deflate before removing it. The device then became stuck inside an unspecified guiding catheter. Therefore, both devices were removed as a single unit and the balloon remained inside the guiding catheter. The balloon was not fully deflated upon removal. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported separation was confirmed; however, the reported difficulty removing the device from the guiding catheter could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted coronary dilatation catheters (cdc), nc trek rx, instruction for use states: withdraw the deflated dilatation catheter. The investigation determined the reported difficulty removing the device from the guiding catheter and balloon separation appear to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.